Manufacturer narrative:
(B)(4).

Event description:
Patients mother contacted dexcom on(B)(6) 2016 to claim intermittent audio output on (B)(6) 2016. There was no report of any injury or medical intervention. No additional event or patient information is available. Off-label: pediatric using adult receiver.